Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that, unit passed the displacement. Unit failed to pass the self test due to missing segments. P-cap was attached and locked properly into place. Unit was successfully downloaded using thump for history and trace files. Pump was cut and found evidence of moisture damage to force sensor and pcb 1. The following were noted during visual inspection: cracked case, battery tube threads cracked, scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, broken belt clip rails, cracked case (battery tube), keypad overlay texture damage, missing display window cover. Missing segments/partial display is confirmed due to moisture damage to pcb 1. Cosmetic damage is confirmed at battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that, customer reported insulin pump had cracked near battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed and the insulin pump was neither bumped nor dropped. Customer will discontinue use of the device and insulin pump will be returned for analysis.